Event description:
It was reported that post a stenting treatment procedure, the pt died. The 90% stenosed lesion being treated was located in the calcified proximal left anterior descending (lad) coronary artery. The lesion was pre-dilated with a maverick2 2.5 x 15mm balloon. The stent became caught in the calcified lesion and dislodged. Following deployment of another MFR's stent, the physician attempted to use the delivery device to retrieve the dislodged stent. However, the stent came off again in the very tortuous radial vessel. The physician then attempted to push the stent to femoral artery with a non-inflated balloon. An 11f sheath was inserted in the femoral artery and the physician attempted to remove the stent. Due to the stent damage, the physician was unable to get the stent in the sheath. The physician confirmed via fluoroscopy that the stent was in the internal thoracic artery. The physician decided to leave the undeployed stent in the pt. The pt was reported to have no abnormal symptoms following the procedure, however, the pt died later due to another cause. It was the opinion of the physician that the death was not related to this event. The documented cause and date of death was requested, however, it was not available.